Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore, was confirmed. It was found that there was a short circuit in the motor cable. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The short circuit in the motor cable is thus responsible for the complaint reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons did not work anymore. No surgical delay or patient consequences reported.